Event description:
The customer contacted physio-control to report that their device powered off by itself within 3 seconds of powering on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the oscillator, designator y1 on the single board computer of the system pcb assembly was inoperative.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported power off issue. Physio did observe that the device was unable to power on. Physio replaced the system pcb assembly and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself within 3 seconds of powering on. There was no patient use associated with the reported event.